Event description:
Caller reported aviva system blood glucose results within 10 minutes, all mg/dl: 112,261,231,97,230,276,128,233,120,181,310. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.